Event description:
Manufacturer ref.#: 253031.

Manufacturer narrative:
Our field service engineer (fse) was onsite and reloaded the software and the ventilator passed all the functional and safety checks and cleared for clinical use. According to the information received, the fse could not find any indication of the reported issue in the logs.the complete logs were not received for our evaluation therefore further evalution was no possible. The root cause of the reported event could not been identified.

Event description:
It was reported that the ventilator generated a technical alarm indicating that an error in the internal memory detected and it was also reported that the ventilator was making a loud noise. There was no patient harm. (B)(4).